Event description:
Allegedly the patient was revised due to left hip pain, difficulty ambulating, decreased rom, crepitus and instability. Metallosis possibly. Cultures done.

Manufacturer narrative:
This is the same event as 3010536692-2015-00661.

Event description:
Allegedly, patient was revised due to mom complications